Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The pump was not retrieved and not available for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient developed a cannula site infection and was suppressed with po antibiotics and then IV antibiotics. The vads were not explanted.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). A pt outcome was reported via device tracking form. Cause of death noted: "sepsis".